Event description:
Urticaria, fever, shiver, nocturnal dyspnea evoking asthma. Info was received on 24-nov-2006 from rptr, regarding a male pt, (initials unk), with a medical history of osteoarthritis and "generalized related affections" hypothyroidism, articular prosthesis and gout, who experienced urticaria, fever, shiver and nocturnal dyspnea evoking asthma. The pt began treatment with synvisc in 2006. The pt received one synvisc injection into the right knee on the same day in 2006. Following that injection, the pt experienced fever. On an unspecified date, the pt was hospitalized due to urticaria, shivers and fever (38 degrees). The pt was treated with aerius (desloratadine) and oral corticotherapy. After fifteen days (date unspecified), the pt stopped the treatment and experienced urticaria, shiver and fever. The pt was treated with atarax and celestine. The pt also complained of nocturnal dyspnea evoking asthma. The pt received concomitantly to the synvisc treatment allopurinol for gout, omixfor and aerius for an unk indication. The assessment of the severity and the relationship between the adverse event and synvisc were not provided per the physician. At the time of this report, the outcome of the pt was unk. Aerius, oral corticotherapy, atarax, celestine.